Event description:
It was reported that the device reached end of life (eol) prematurely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The field event of premature battery depletion was verified in the laboratory. Based on device settings, the device did not perform to the expected longevity. No high current drain sources were found throughout bench, stress, and automated equipment testing. The original battery was sent to the vendor for destructive analysis. No anomalies were detected. The cause for the premature battery depletion could not be determined. .

Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated magnesium result of 3.79 mmol/l the patient sample was repeated on another architect analyzer and results of 0.98 mmol/l, 0.86 mmol/l and 0.88 mmol/l were generated. The discrepant results were reported outside the laboratory. There was no adverse impact to patient management reported.